Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps from the cartridge and had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem clinical support educated the customer to follow the proper air removal steps and that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed pump supplies to address the issue. On (B)(6)26 the customer¿s blood glucose (bg) level was over 600 mg/dl with ketones. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline, insulin and anti-nausea medicine. Treatment resolved the issue and there was no permanent damage. Customer was discharged (B)(6)2026.